Event description:
It was reported that a user awoke to a ¿dosing stopped¿ message on the ilet after starting a new dexcom g7 continuous glucose monitor (cgm) sensor and not entering the sensor code, which prevented cgm pairing and left the pump without glucose data. No adverse clinical symptoms reported. Outcomes included interruption of automated insulin dosing until the sensor was correctly paired and warmed up. User support included troubleshooting and education with the user, verification that the sensor was in pairing mode, and guidance on pairing and warmup timing. Investigation of this case revealed that the pump performed as designed by halting dosing when no cgm glucose value was available due to a missed sensor code entry and incomplete pairing. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.

Manufacturer narrative:
Initial.